Event description:
It was reported that pt was seen at follow up in backup vvi. A device status showed an ff code of 0x08 (checksum). A user download successfully restored the device. Backup vvi status report will be sent in by caller.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).